Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the silicone segment of the tubing. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the silicone segment leaked was confirmed. Visual inspection observed that the silicone segment had a 2.1 mm tear near the upper fitment. Functional testing further proved that the tear was the source of the leak. The root cause of the silicone segment leak was determined to be a tear on the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Additional information provided by customer (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient's lactated ringers fluids were running on alaris pump at 250ml/hr. Pt put on call light because pump kept beeping. Rns came to assess situation, found pump beeping saying "occluded fluid side". Rn checked that fluid line was unclamped and not visibly occluded. Rn placed pump on pause and opened safety clamp on pump. Once clamp was open, rn noticed primary IV line tubing had burst in section that sits in alaris pump and was leaking all over room. Tubing disconnected from pt and replaced immediately with new tubing. Floor where fluids were leaking was dried."